Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, revision due to instability and external rotation.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The tibial and articular surface were returned and visual evaluation determined debris onto the inferior surface of the tibial component. The posterior surface of the tibial plate is deformed along with signs of wear (nicks and gouges). Some material was missing near one of the poly holes on the inferior surface. Bone cement remains were found onto the superior surface along with signs of wear (scratches, nicks and gouges) of the tibial component. Evaluation of the returned tibial component indicates that there was metal on metal contact between the tibial plate and the femoral component. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.